Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer will contact the healthcare provider to obtain an alternate method of insulin therapy. Customer's blood glucose (bg) level was 502 mg/dl. Customer had not addressed bg at time of troubleshooting.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.